Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot # was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No updates required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported during the reporting period (1feb2020 to 31jan2021) that there was an issue with ae-qas-sp44 - collect.no.qas spine spinal motion. According to the complainant, the implant experienced an issue with "function." Post-operative images revealed that the implant was in flexion where it has remained since. The physician attributed this to the patient's diminished, if not absent, muscle tone in the lumbar region. The complaint device was not available to be returned to the manufacturer for evaluation. No further patient information has been made available. Although requested, additional information has not been made available. The adverse event is filed under aic reference (B)(4).